Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off-label usage of the device. On 4/16/2026 the patient experienced increased thirst and frequent urination. The cgm reading was 300 mg/dl, but no fingerstick was taken at that moment. The patient was brought to the hospital and when a fingerstick was taken the blood glucose reading was high, but no specific reading was reported. The patient was treated with insulin (route unknown). At the time of the report, which was 4 days after the event occurred, the patient was still at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2026 the patient experienced increased thirst and frequent urination. The cgm reading was 300 mg/dl, but no fingerstick was taken at that moment. The patient was brought to the hospital and when a fingerstick was taken the blood glucose reading was high, but no specific reading was reported. The patient was treated with insulin (route unknown). At the time of the report, which was 4 days after the event occurred, the patient was still at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).